Event description:
Pt complained of right hip pain: sought medical care, found to have fractured right hip at site of old hip pinning. In surgery, the 6-hole compression plate used to repair the old fractures was discovered to be broken into two pieces.